Event description:
Zoll lifecor customer support reviewed the download of a (B)(6) old male patient, which revealed excessive battery pack faults. Support issued the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The battery connector pin 2 was bent, preventing the battery to charge properly. The cause for the bent battery pin was not positively identified but was likely due to a misalignment problem when the patient inserted the issued battery pack into the monitor. The root cause of the misalignment problem was not positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.